Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called due to low blood glucose of 33 mg/dl. Troubleshooting was performed. Reviewed the programming and all seems to be normal. The reservoir was showing the same amount of insulin that the status screen shows. The customer's most recent glucose reading was 267 mg/dl, and she has treated with food and glucose tablets. Advised the customer to call her doctor regarding the low glucose and to call back if issues persist. No further info was provided.